Manufacturer narrative:
Name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced leakage from the infusion set tubing at the insertion site on (B)(6) 2026. The infusion set was located on the abdomen and had been in use for approximately few hours.